Manufacturer narrative:
Additional information: h3- device evaluation: lens was returned in a specimen cup in liquid. Visual inspection found no visible damage to the lens. Claim# (B)(4).

Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that a 13.2mm, vich13.2, +04.00 diopter, implantable collamer lens was implanted into the patient's left eye (os) on (B)(6) 2020. Significant reduction of irido-corneal angels and excessive vault were observed, the lens was removed and exchanged for a shorter length lens on (B)(6) 2020 and the problem was resolved. Cause of the event is reported as unknown.